Event description:
Follow up information received reported that the manufacturer¿s representative met with the patient last friday and adjusted their programming. It was noted that the patient ended up with improved coverage for their low back and reduce discomfort with a ¿cross-talk¿ program between the 2 subcutaneous leads. The epidural lead was also adjusted and the patient left the meeting with good coverage of both legs. It was also noted that there were no impedance problems. It was reported that the patient seemed satisfied with the changes made. If additional information is received, a follow up report will be sent.

Event description:
The company representative confirmed a month later that no revision has been planned yet. Therapy was the same.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that electrode 7 still had high impedances. The patient was no longer getting adequate coverage of low back pain with the 3 leads. A company representative attempted to program the leads to gain coverage but was unable to do so. The physician talked to the patient and stated that he did not think revising or repositioning the epidural lead would fix the pain. The patient and the physician decided to try and get insurance approval for a 4 quad lead subcutaneous revision. The patient would also be seen in the office for follow up in the attempt to gain additional stimulation coverage. Additional information about the revision and outcome was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v482979, implanted: (B)(6) 2010, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced severe discomfort while stimulation was on and movement, sitting, laying left or right in the pocket implantable neurostimulator (ins) area. The patient had not been using stimulation much since. It was further noted that the patient had reprogramming on the day of their report, which appeared to minimize the discomfort. A manufacturer representative reportedly adjusted the subcutaneous quad leads with a lower amplitude and it was noted that the right subcutaneous was suspect. It was further reported that electrode 7 was greater than 10,000. It was noted that the manufacturer representative did not program. It was reported that the patient experience severe discomfort at the ins site approximately one hour after recharging. It was noted that the ins was off during this time. It was also noted that the patient¿s health care provider (hcp) provided the patient with a topical cream to help with the discomfort. Additional information has been requested, but was not available as of the date of this report.